Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, infection, urinary problems, dyspareunia and vaginal scarring. In (B)(6) 2005, the patient underwent a surgical procedure to revise eroded mesh; and in (B)(6) 2009, the patient underwent a surgical procedure to revise eroded and infected mesh. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004. It was reported that the patient underwent revision of pubovaginal sling, partial excision of extruded mesh, and rectocele repair on (B)(6) 2005. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.